Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received occurred during a laparoscopic procedure when the device was being applied to sigmoid anastomosis. None of the staples were deployed from the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The circular stapler was being used during the anastomosis. The stapler only cut and did not deploy staples. In order to resolve the issue and complete the case, the surgeons had to resect again and redo the anastomosis. There was unanticipated tissue loss of three inches as a result of the problem. There was blood loss of 50cc. The surgical time was extended by approximately one hour. The patient outcome is alive, no injury. The patient is doing well and going home soon.